Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/essure coil which is probably perforated') and embedded device ('embeding into omentum') in an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic pain, peritoneal adhesions and stone urinary bladder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, lysis of extensive omental adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and embedded device outcome was unknown. The reporter considered embedded device and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, and bilateral fallopian tubes, omentum with coil and 2 clips-diagnosis: (pelvic pain, essure coil perforating and embeding into omentum, extensive omental adhesions involving uterus, tubes ovaries, anterior abdominal wall and bowel. Abnormal bleeding. Incidental bladder stone (small)). Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received- event perforation nos updated to fallopian tube perforation.new event embeding into omentum were added. New reporter, medical history. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation/essure coil which is probably perforated') and device dislocation ('embedding into omentum') in an adult female patient who had essure inserted. The patient's concurrent conditions included pelvic pain, peritoneal adhesions and stone urinary bladder. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, lysis of extensive omental adhesion). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and device dislocation outcome was unknown. The reporter considered device dislocation and fallopian tube perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus, cervix, and bilateral fallopian tubes, omentum with coil and 2 clips-diagnosis: (pelvic pain, essure coil perforating and embedding into omentum, extensive omental adhesions involving uterus, tubes ovaries, anterior abdominal wall and bowel. Abnormal bleeding. Incidental bladder stone (small)). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.